Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the production seal on the lower housing were intact. The device was slightly dirty, but no visible damage was found. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. The access on the history data was only possible via the serial link cable because the can-bus of the motherboard is defective. The infusion started on (b)(6 2021 at 5:51 pm with a rate of 25ml/h and a volume of 250ml. On (B)(6) 2021 at 03:59 am the volume was reached, and the infusion stopped. In the complaint description was an infusion about 12 hours described, but we only found an infusion about 10 hours. An application error could not be excluded. No other abnormalities were found in the device history. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0,34%. 2.6 the device was disassembled, and the inside was investigated. Inside the device liquid residues could be found. The emc protection shield and the lower housing were damaged by liquid. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion" according to the customer: "patient had 2x infusions up and running - 1 ivac pump was bleeping so I went to patient to find out why. Upon inspecting this, I noticed that, patients other IV infusion looked pretty much empty for the hours left. Infusion should be running over 12 hours - 250mls 25 ml/hr. There was approximately 100mls left in the bag. Infusion pump was switched off even though there was adequate charge."